Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a from will be submitted accordingly. The international affiliate reports the following two possible devices and batch numbers: product code pdp880g, batch bak066; product code xwpdp1936t, batch bk6464.

Event description:
It was reported that a pt underwent a laparotomy procedure on an unk date. The pt developed a wound infection. Additional info has been requested.